Event description:
The customer reported that the device jaws could not be re-opened during a total abdominal hysterectomy. The site contact was not able to provide info as to whether the device was applied to tissue when this occurred. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.